Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 95% stenosed de novo lesion located in a severely calcified, moderately tortuous left radial vein with a 5.0x40/40 sterling balloon catheter. The physician encountered some resistance while crossing the lesion with the balloon catheter. The balloon was inflated without any problems three times (10atms/60sec., 10atms/60sec., 12atms/60sec.) Respectively. On the fourth inflation, the balloon ruptured at 14 atms. The device was removed intact. The procedure was completed with another sterling balloon catheter. There were no reported pt complications. The pt status is listed as "good."

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).